Manufacturer narrative:
Visual inspection was performed on the returned device. The reported difficulty advancing the device, difficult to open or close the foot and difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported guide break and foot separation were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that resistance was felt during advancement into the patient anatomy. It should be noted that the prostyle instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, manipulation experienced during the difficulty encountered advancing the device into the patient anatomy appears to have contributed to the reported guide break, subsequently leading to the difficulty closing the foot and foot separation. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The returned device condition observations indicate the plunger was not deployed such that a needle to cuff miss did not occur as reported. Based on the returned device condition, it is likely that interaction with the patient anatomical conditions such as the reported calcification contributed to the reported difficulty advancing the device into the patient vessel. Manipulation applied related to the difficulty experienced during device placement likely contributed to the reported guide break. Breakage of the guide would compromise foot functionality preventing the foot from closing. The reported patient effect of hemorrhage is a known inherent risk of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- medical device problem code 2017: against resistance.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using three prostyle devices after a left superficial femoral artery interventional procedure with a 6f sheath. Reportedly, resistance was felt during advancement of the first prostyle device into the anatomy. During step 3, a cuff miss [suture retrieval issue] occurred and the physician was unable to close the foot. The physician adjusted the device and was able to remove it manually. After removal, it was noted that the guide was broken, but not separated. This caused significant bleeding. It was also noted that a foot separation occurred. The location of the detached foot is unknown. A cuff miss also occurred with the second and third prostyle devices due to the access site being larger. The physician upsized the sheath to 8f, but the bleeding continued. Manual compression was used to achieve hemostasis. There is no reported clinically significant delay in the procedure or therapy. No additional information was provided.